Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 10sep2016 our affiliate in (B)(4) received an email from a patient (pt) who reported that he/she was diagnosed with staining ( affected eye is unknown) after struggling to remove an 1-day acuvue trueye contact lens. The pt reported that the staining was diagnosed by the pts eye care provider (ecp). On 12sep2016 an additional email was received from the pt and the additional information was obtained as follows: the pt reported that both eyes were affected and the event date is (B)(6) 2016. The pt also reported that the pt was told by the ecp that the "pt had staining ou and the eyes were inflamed because bacteria came into the staining." The pt reported that he/she was instructed by the ecp to discontinue cl wear for a week and to return to the clinic in a week. The pt reported that he/she was prescribed two kinds of eye drops. On (B)(6) 2016 the pt visited the ecp for a follow-up appointment and the pt reported that he/she had symptom improvement. On 25sep2016 the name of the eye drops were reported as rizaben and cravit. No additional details were received. The pt refused to release any additional medical information. This report is for the pts od event. The pts os event will be submitted in a separate report. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 5344680107 was produced under normal conditions. The availability of the product for return for evaluation is unknown. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
Received two opened blisters which contained 2 lenses. Forty-eight sealed blisters were also received. The parameters of the two opened lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. Edge tears were observed on the two lenses received in an open blister. The two opened lenses tested out of specification for sphere minus power. Due to the sphere minus power out of specification evaluation, ten sealed blisters were measured for sphere minus power and were within specification. The solution was also tested. The ph and conductivity were in specification. This product was returned opened and it is not known what external influences may have contributed to this out of specification measurement. (B)(4).